Event description:
The customer reported an infusor pump was being used on a patient during a surgical procedure. The pump was running about 10 minutes when it beeped and stopped infusing. The medication being administered is unknown. Another pump was set up and used to continue treatment for patients procedure. After the surgical procedure anesthesiologist tested the pump and was not able to get it to run for more than 10 minutes. No patient injury or medical intervention occurred due to this incident. No additional information is available.

Manufacturer narrative:
The pump has been requested for evaluation. Should the pump be received and an evaluation performed, a follow-up report will be sent.